Event description:
During a remote follow-up, loss of capture resulting in oversensing was observed on the device. The patient is not pacemaker dependent. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.